Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -9.0/+1.0/091 into the patient's left eye (os) on (B)(6) 2023. Due to low vault, the lens was exchanged on (B)(6) 2023 for a shorter length lens and the problem was resolved. Cause reported as unknown.